Manufacturer narrative:
H10: additional testing provided: the results of the delivery accuracy test would not be impacted due to the replacement of the keypad. Therefore, a probable cause for the pump not infusing the correct amount was not confirmed.

Manufacturer narrative:
The pump was received for evaluation. The pump was powered on and failed keypad test as it failed to respond to commands when buttons were pressed, the keypad was replaced and pump was powered back on and passed second keypad test and delivery accuracy test. Probable cause for keypad fail test and pump not infusing correctly is defective keypad.

Event description:
The event involved a plum a+ infusion pump that the customer reported "pump does not infuse the drug preparation correctly with respect to the set time and inversely". There is no report of harm or adverse event.